Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) are a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, the recurrent chf is ongoing, and there appears to be a relationship between the chf and the aortic to rv fistula and severe pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the partners 2a clinical trial, the patient has ongoing congestive heart failure and there appears to be a relationship between the aortic to rv fistula and the severe pvl. Approximately 2 years post procedure the patient reported having an increased shortness of breath on exertion over the previous two months. The bnp lab result was 3350pg/ml, increased from 1631pg/ml at the 1-year visit. The patient was treated medically. Approximately 2.5 years post procedure, the patient reported experiencing generalized weakness and increasing shortness of breath over the previous month. The bnp lab result was 4890 pg/ml, increased from 3350pg/ml at the 2-year visit. The patient was treated medically. A 26mm sapient xt was implanted in the aortic position. Intra-operative echo showed trace pvl. One day and four days post procedure, echo showed mild pvl. 30 day post procedure, echo showed severe pvl and an aortic to rv fistula. The patient was monitored and treat medically at that time. One year and two years post procedure, echo continued to show severe pvl and was continued to be managed medically.